Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the adhesive pad of the infusion set cannula does not stick well to her body. Actual product is unknown; customer uses an insight pump. No adverse event reported. Requested return of the alleged device for evaluation.